Event description:
It was reported in an article that an 86-year-old woman presented with intermittent claudication after 6 months of supera stent implantation. Ultrasonography demonstrated popliteal artery occlusion secondary to supera stent fracture. Fluoroscopy revealed that the stent had fractured at the site closest to the artificial knee joint and might have been in contact with a vessel. In addition, the popliteal artery was slightly deviated medially in the p2 segment, suggesting popliteal artery entrapment syndrome. Because additional stenting was considered a risk for further stent failure, it was decided to complete endovascular treatment with balloon angioplasty alone and then bypass surgery. No additional information was provided. Details are listed in the article titled, "early supera stent fracture after treatment of popliteal artery occlusion caused by artificial knee joint: a case report".

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that bending at the artificial knee joint and/or stress/fatigue/repetitive movement due to anatomical conditions resulted in the reported stent break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported stent break cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects, however a conclusive cause and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided. Attachment article titled, "early supera stent fracture after treatment of popliteal artery occlusion caused by artificial knee joint: a case report".

Manufacturer narrative:
Correction: a4: patient weight added.